Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 (mg/dl). Reportedly, customer is hospitalized for an unrelated issue and is currently receiving total parenteral nutrition. Dextrose was administered to address bg levels. Customer's health care provider (hcp) has made adjustments to the pump settings. Recommendation was made to continue to consult with hcp to discuss diabetes management.